Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received a failed battery test and weak battery alarm. Customer¿s blood glucose level was 8.4 mmol/l. Troubleshooting was performed for battery issue. Customer states that the insulin pump was completely dead after inserting new battery. The customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per health care professional's instructions. The insulin pump will not be returned for analysis.